Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Case description: an attorney reported that their now, (B)(6) female client, used fixodent denture adhesive, form/version unk beginning 2007 through 2009 and super poligrip beginning 2005 to present and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.